Manufacturer narrative:
Testing and investigation found that the device did not sound an audible tone. The red beeper wire was parted from the solder pad on the bottom of the circuit board. This was due to a cold solder joint. This report represents all the information known by the reporter upon query by hispira personnel. (B) (4).

Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device did not sound an audible tone. There were no reports of any adverse patient events while the device was in clinical use. Though requested, no additional information was provided.